Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient had the pump placed and experienced a spinal headache from the cerebral spinal fluid (csf) leak. Approximately 7-10 days later the patient went to the hospital and was found to have a subdural hematoma. The physician who treated the subdural hematoma, felt it was a result from the negative pressure from the csf leak. The hcp stated that the seizure was related to the subdural hematoma. The patient was overweight and the hcp said that the mild myocardial infarction (mi) was thought to be related to that. The pump was removed and the subdural hematoma was being monitored. The patient was more stable as of (B)(6) 2016 and was being treated with oral medications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780 ,serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and a failed back syndrome. It was reported that the pump was removed a few months after it was put in, because it caused an infection and her spinal fluid to leak. It was also indicated to have caused blood in her brain, a heart attack, and seizures. No further information related to event date, diagnostics performed, or the drug in the pump was reported. Follow-up was requested to obtain additional information.